Manufacturer narrative:
Follow-up received on 22-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and a hysterosalpingogram showed that device in the left fallopian tube had punctured the tube, serious event due to medical importance and listed in essure's reference safety information. Fallopian perforation may occur with essure, mainly during device insertion. In the present case, a hysterosalpingogram (hsg) test was performed and confirmed corrected device placement and blocked fallopian tubes. However this test discovered that essure device in the left fallopian tube had punctured the tube and it was necessary to remove the device. Laparoscopic surgery to removed left tube was performed. Given event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Further information is expected from reporter.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5063584) in united states on 03-aug-2016 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. She had essure birth control device procedure done in 2015. The hsg (hysterosalpingogram) test was performed and confirmed device placement was correct and the fallopian tubes were blocked. During the test the doctor discovered the essure device in the left fallopian tube had punctured the tube and it was necessary to remove the device. A laparoscopic surgery to removed left tube was performed on (B)(6) 2015. Concomitant drugs includes: ibuprofen and zantac. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and a hysterosalpingogram showed that device in the left fallopian tube had punctured the tube, serious event due to medical importance and listed in essure's reference safety information. Fallopian perforation may occur with essure, mainly during device insertion. In the present case, a hysterosalpingogram (hsg) test was performed and confirmed corrected device placement and blocked fallopian tubes. However this test discovered that essure device in the left fallopian tube had punctured the tube and it was necessary to remove the device. Laparoscopic surgery to removed left tube was performed. Given event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Product technical investigation and follow-up information is being sought.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5063584) on 03-aug-2016. The most recent information was received on 22-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device in the left fallopian tube had punctured the tube"), device breakage ("device breakage / essure coil was removed in pieces"), device dislocation ("migration of essure device location of device: pelvis(migration of coil)") and uterine perforation ("perforation(uterus)") in a (B)(6) year-old female patient who had essure (batch no. C40243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6) 2008, (B)(6) 2010, (B)(6) 2013), stillbirth (hypoplastic right ventricle disorder) in 2007, ankle injury in 2012, gastric operation, irritable bowel syndrome, ulcer nos, anemia in 2000, gastric operation in 2004, wisdom teeth removal, tonsillectomy, pap smear abnormal in 2004, endometriosis in 2003, (B)(6) infection in 2004, breast mass, breast lump and laparoscopy in 2004. She reports that she does not use illicit drugs. Previously administered products included for birth control: heather in (B)(6) 2013, gildess fe in 2012, sprintec from 2011 to 2012, norethindrone in 2011, errin from 2010 to 2011, mirena and ortho- tri -cyclen lo; for an unreported indication: fluticasone in 2014, prednisone in 2014, cefprozil in 2013, hydrocortisone in 2013, metronidazole in 2013, roxicet in 2013, fluvirin in 2013, azithromycin in 2011, fluconazole in 2011, dicyclomine in 2011, cephalaxin in 2010, acetaminophen in 2010 and oxycodone in 2010. Concurrent conditions included body mass index normal, alcohol use, penicillin allergy, ex-smoker, low back pain since (B)(6) 2015, numbness of lower extremities, yeast infection, tubal ligation since (B)(6) 2015, gerd since (B)(6) 2015, premenstrual dysphoric disorder since (B)(6) 2015, allergic reaction to analgesics (severe vomiting with a migraine headache) since (B)(6) 2015, vomiting since (B)(6) 2015, drug allergy and genital bleeding. Family history included irritable bowel syndrome (mother), hypertension (paternal grandmother, maternal grandmother, maternal grandmother), arthritis (paternal grandmother), diabetes (paternal grandmother), depression (maternal grandmother) and high cholesterol (maternal grandmother). Concomitant products included cyclobenzaprine, diazepam, ibuprofen, meloxicam, misoprostol, oseltamivir (tamiflu), ranitidine hydrochloride (zantac), sertraline and vicodin. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 31 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy (laparoscopic removal of essure coil; left salpingectomy)), surgery (salpingectomy (laparoscopic removal of essure coil; left salpingectomy)), surgery (salpingectomy (laparoscopic removal of essure coil; left salpingectomy)) and surgery (salpingectomy (laparoscopic removal of essure coil; left salpingectomy)). At the time of the report, the fallopian tube perforation, device breakage, device dislocation, uterine perforation and dyspareunia outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia, fallopian tube perforation and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Ultrasound abdomen - on (B)(6) 2011: gallbladder sludge.; on (B)(6) 2013: no evidence of ovarian torsion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2018: pfs and mr received: new reporters, patient demographic information, product onset date updated, lot no, indication, historical and concomitant drugs and conditions, new events device dislocation, device breakage and uterine perforation added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device in the left fallopian tube had punctured the tube/ perforation (fallopian tube)"), device breakage ("device breakage / essure coil was removed in pieces"), device dislocation ("migration of essure device location of device: pelvis(migration of coil)") and uterine perforation ("perforation(uterus)") in a 34-year-old female patient who had essure (batch no. C40243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6) 2008, (B)(6) 2010, (B)(6) 2013), stillbirth nos (hypoplastic right ventricle disorder) in 2007, ankle injury in 2012, gastric operation, irritable bowel syndrome, ulcer nos, anemia in 2000, gastric operation in 2004, wisdom teeth removal, tonsillectomy, pap smear abnormal in 2004, endometriosis in 2003, human papilloma virus infection in 2004, breast mass, breast lump and laparoscopy in 2004. She reports that she does not use illicit drugs. Previously administered products included for birth control: heather in (B)(6) 2013, gildess fe in 2012, sprintec from 2011 to 2012, norethindrone in 2011, errin from 2010 to 2011, mirena and ortho- tri -cyclen lo; for an unreported indication: fluticasone in 2014, prednisone in 2014, cefprozil in 2013, hydrocortisone in 2013, metronidazole in 2013, roxicet in 2013, fluvirin in 2013, azithromycin in 2011, fluconazole in 2011, dicyclomine in 2011, cephalaxin in 2010, acetaminophen in 2010 and oxycodone in 2010. Concurrent conditions included body mass index normal, alcohol use, penicillin allergy, ex-smoker, low back pain since (B)(6) 2015, numbness of lower extremities, yeast infection, tubal ligation since (B)(6) 2015, gerd since (B)(6) 2015, premenstrual dysphoric disorder since (B)(6) 2015, allergic reaction to analgesics (severe vomiting with a migraine headache) since (B)(6) 2015, vomiting since (B)(6) 2015, drug allergy and genital bleeding. Family history included irritable bowel syndrome (mother), hypertension (paternal grandmother, maternal grandmother, maternal grandmother), arthritis (paternal grandmother), diabetes (paternal grandmother), depression (maternal grandmother) and high cholesterol (maternal grandmother). Concomitant products included cyclobenzaprine, diazepam, ibuprofen, meloxicam, misoprostol, oseltamivir (tamiflu), ranitidine hydrochloride (zantac), sertraline and vicodin. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 14 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (laparoscopic removal of essure coil; left salpingectomy)), surgery (salpingectomy (laparoscopic removal of essure coil; left salpingectomy)), surgery (salpingectomy (laparoscopic removal of essure coil; left salpingectomy)) and surgery (salpingectomy (laparoscopic removal of essure coil; left salpingectomy)). At the time of the report, the fallopian tube perforation, device breakage, uterine perforation and dyspareunia outcome was unknown and the device dislocation had resolved. The reporter considered device breakage, device dislocation, dyspareunia, fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: migration of coil resolved after laparoscopic removal of left fallopian tube. Essure coil was removed in pieces. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound abdomen - on (B)(6) 2011: gallbladder sludge.; on (B)(6) 2013: no evidence of ovarian torsion. (B)(6) 2015, hysterosalpingogram results: other extraluminal location of left essure device. Patent left fallopian tube. Discovered coil punctured left fallopian tube. Left coil needed to be surgically removed. (B)(6) 2015: 1. Medical imaging showed that the left essure device had caused a perforation in the fallopian tube. 2. Hysterosalpingogram was performed which showed unilateral occlusion (right tube occluded). On (B)(6) 2015, surgical pathology report showed the fallopian tube has a smooth serosal surface and a soft tan cut surface with a patent lumen. On (B)(6) 2011, 1. Normal hepatobiliary study.2. Calculated gallbladder ejection fraction of 76%. Current weight: (B)(6). Approximate weight at the time of essure placement: 133 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 26-sep-2016: follow-up attempts were done with no response to date. Follow up information received on 13-oct-2016: legal claim was received; this report is considered legal case from this date forward. The plaintiff was implanted on (B)(6) 2015 for permanent birth control. About one to three months after the implant, she began experiencing pain, including pain during intercourse. On (B)(6) 2015, medical imaging showed that the left essure device had caused a perforation in the fallopian tube. As a result of this perforation, on (B)(6) 2015 she underwent a surgery to remove the left essure coil, including a left salpingectomy. In or about (B)(6) 2015 her physician informed her that her symptoms were caused by the essure device. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and a hysterosalpingogram showed that device in the left fallopian tube had punctured the tube, serious event due to medical importance and listed in essure's reference safety information. According to additional information, this case became legal. Fallopian perforation may occur with essure, mainly during device insertion. In the present case, a hysterosalpingogram (hsg) test was performed and confirmed corrected device placement and blocked fallopian tubes. However this test discovered that essure device in the left fallopian tube had punctured the tube and it was necessary to remove the device. Laparoscopic surgery to removed left tube was performed. Given event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Further information will be obtained through litigation process.